Manufacturer narrative:
Integra has completed their internal investigation on march 20, 2017. The investigation included: methods: review of device history records, review of complaints history. Results: the device was not returned to integra for failure analysis and assessment. X-rays (before, during and after the procedure) were requested but not available to be submitted include in the complaint record. If further information is received or the device is returned, the investigation will be re-opened and updated with any new information. DHR review; there were no non-conformances or process deviations identified that could have caused or contributed to the complaint reported. Complaints history; a review of complaint records showed that since product inception in 2012, 11 complaints have been received for tss humeral head disassociation, disengagement, or loosening. Currently, there have been (B)(4) tss surgeries performed. This represents (B)(4) failure rate for the tss humeral head. Trending from 2012 to present does not show and adverse trend. Conclusion: the device was not returned; therefore, a definite root cause cannot be identified. Some possible causes may be: inadequate assembly of head and body components, misalignment or improper orientation of implant; inadequate impaction of humeral head in taper; improper implant size selection; manufacturing issues; off-label use; or surgical technique.

Event description:
It was reported that the surgeon had problems during impaction of humeral head. The head of the unit was dislocated and the implantation of the unit was difficult. No consequences for the patient and some additional minutes were necessary to impact the unit.